Event description:
It was reported the patient had their teeth removed in (B)(6) 2012. It was noted that the patient felt like "it had done something to them". It was unclear what type of equipment, or other accessories the dentist used and if that affected the patient's device. The patient's speech was reported as "off". It was also unclear if that was device related or not. It was noted the "thing was off". It was unclear if this was referring to the device or something else. It was indicated the patient had an appointment with their healthcare provider in (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-01506. The patient has two devices and it was unclear if the reported event pertained to one or both of the patient's devices.

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-01506.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot# v010793, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# j0519620v, implanted: (B)(6) 2005, product type lead. (B)(4).